Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2002. Sought medical attention 15 days later for redness and swelling at the piercing site and was admitted to the hosp. During their stay an incision and drainage was performed and i.v. Antibiotics were administered. Pt was discharged.